Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket was failed to release and unable to recover. A field service engineer (fse) was reported by the customer that the cubie was stuck and replaced it with a new cubie to allow it to open properly. The fse ran hardware test application to force the cubie out to replace it to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer pocket failed to release from the unit during a recovery attempt. The pocket contained a key for pain medication that was urgently needed. However, there were no delays or adverse events or injuries reported based on this event.